Manufacturer narrative:
(B)(6). Other: no evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 implant did not remain anchored in the joint capsule. No patient injury or complications were reported.

Manufacturer narrative:
One used fast-fix 360 curved needle delivery system was returned for evaluation. No ts or suture were returned. Visual assessment of the device shows the actuator is in the post-t2 deployment position indicating a complete deployment. The depth limiter is damaged at its distal end. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).